Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged connector) has been confirmed. Upon investigation, the trunk cable connector was broken and the locking nut was missing. As a result, the electrode belt was unable to securely connect to a monitor. The root cause for the damaged connector could not be positively identified, but was likely physical abuse. No adverse event resulted from the damaged connector. The pt received a replacement electrode belt.

Event description:
The wife of a (B)(6) male pt called zoll customer support to report that the pt's electrode belt connector was damaged. The pt was issued a replacement electrode belt.